Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, placement difficulty was noted due to patient anatomy. There was tissue noted in the helix, which was removed and the lead was implanted. The following day, loss of capture at maximum outputs was noted. All other lead measurements were normal. A computed tomography (CT) scan and fluoroscopy were performed which confirmed a lead perforation. A surgical revision was performed and the lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service.